Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode. Surgical intervention was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. Interrogation of the device confirmed it was in safety mode. Review of the device memory noted the device logged three power on resets which was responsible for putting the device into safety mode. The device case was removed and an external power supply was applied to the hybrid. Due to the low voltage, further detailed analysis was performed and indicated the battery had decreased due to a short relating to a torn insulation tube. Analysis was able to confirm the allegations made against the device in the field.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode. Surgical intervention was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.